Event description:
It was reported to philips that there was a problem with the hard disk storage. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the issue occurred while the system was being started up in the morning, outside of clinical use. Onsite inspection performed by the philips field service engineer (fse) and log file analysis confirmed that the system's ippc (image processing pc) was displaying an intermittent hard disk full error. The fse replaced the ippc's hard disk and recreated the image disk, returning the system to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable.